Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump has rejected new battery. The customer¿s blood glucose level was unknown. The customer also stated that the insulin pump was hard to read because of scratches. The customer stated that the insulin pump makes loud weird noises while rewinding. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with minor scratched lcd window, cracked reservoir tube lip and keypad overlay peeling. Device passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test, excessive no delivery test and displacement accuracy test. Device passed the delivery accuracy test. Device received with normal operating currents. No failed battery alarm noted. No possible under delivery anomaly noted.